Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that patient has had spams in her legs " and has had surgery for that because "the device was placed in their lower back and it was hitting the nerves", this happened since the implant. The device was taken out with a replacement was put in.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# va0pt4a, implanted: (B)(6) 2015, product type: lead; product ID 3889-28, lot# va0pt4a, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported the patient did not feel stimulation at 2.4 v and 2.5 v was a little too strong. The pain from their implant surgery was shooting down their leg. Later that day, the patient was on program one at 2.5 v and 2.6 v was too strong. They had not had relief since implant. A week later, the patient still experienced spasms in their back, left buttocks, and down their right leg. Increasing stimulation resulted in discomfort. Stimulation was too strong on program two at 2.5 v, so they decreased it. The patient was going to try program four at 2.1 v. Four days later, the patient was reprogrammed. The patient wanted therapy to be like it was during trial. The patient experienced spasms in their right toe. Turning stimulation off did not resolve the issue completely, but the spasm was decreased. Their urinary symptoms were completely better following the reprogramming. Additional reprogramming was scheduled to take care of the spasms. It was reported the patient¿s spasm did not resolve with reprogramming. Lead revision was to occur, but had not been scheduled. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.